Manufacturer narrative:
(B)(4). Batch # m54d8y. The analysis results found that one ec60a device was returned with the clamping mechanism damaged and with an ecr60g cartridge loaded on the device. The returned reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further evaluation the clamping and firing mechanisms were noted to be damaged. No further functional testing could be performed due to the condition of the device. The returned device was disassembled in order to inspect the condition of internal components and it was found that the spring pawl extension was noted to be disengaged, causing friction between the spring end tip and the knife return switch, jamming the clamping and firing mechanisms. No conclusion could be reached as to how the spring pawl extension became out of position however it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4) . A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open pancreatosplenectomy, the device was not able to be fired and also not able to be opened at the 1st stroke of the 1st firing on the pancreas. The cartridge was green. Although the sales rep explained the way to release a locked out device by phone, the device was forcibly opened and the closing lever was damaged. Another device was used to complete the case. There were no adverse consequences to the patient.